Event description:
First fired a successful cs21 for an enteroenterostomy without incident. Reloaded a cs25, looks like lot ds-000025. There is a watermark on the "fourth zero" on the tyvek wrapper that the cs25 came in. The dlu was recently sent by another sales rep. Got a "ready cs25" signal. Opened the dlu, removed anvil, placed in stomach. Closed dlu, introduced into small bowel, pressed and hooked the trocar and anvil together. Pressed "close" and the dlu closed to approximately 5mm, when it all of sudden stopped functioning. The pc beeped and displayed "not in range". The dlu was attempted to be closed and then opened, with no success (the green light on the pc was blinking as the remote was pressed). Had to use manual release open and remove dlu. The remote control unit that was being used had been sterilized by steris. Reporter then rebooted the system and attempted to activiate the system by pressing "remote on", but this time the remote failed. (The green light on the pc was blinking, but it would not activate). So reporter switched remotes, got a "ready cs25" signal, and completed the gastro-jejunostomy successfully. After the case, upon inspection of the remote, it appears that fluid may have leaked into the rcu. So this may be a faulty dlu and a faulty remote.